Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). The dentist reported that 2 years and 11 months after dental implant was installed in intraoral region #7, its non- osseointegration was observed. In addition, 32ncm of primary stability was achieved, the patient presented bone type iii and the procedures of immediate load and immediate implant were performed. The dentist also reported that occlusal overload happened.